Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However unit failed water leak test due to tiny crack on video connector. There are multiple kinks/knots on video cable. These findings can attribute to reported event of poor image. A device history review (DHR) was completed, and no issues were identified. This device instructions for use (IFU) indicates: warning ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Pg. 10 ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Pg. 27 olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information from the customer; however, no response received. The device was returned and the investigation is ongoing.a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device displayed a poor image. The issue occurred during preparation for use for an unknown procedure. No patient harm or injury reported.